Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. (B)(4).

Event description:
This report contains supplemental/updated information for mentor asr submission reference number (B)(4). It was reported that a (B)(6) year-old caucasian female patient underwent a revision breast augmentation with a 375cc mentor memorygel breast implant and experienced postoperative right-sided capsular contracture (grade unknown). The patient noticed that her right breast was getting hard on (B)(6) 2016. On (B)(6) 2018, the patient had a consultation with a healthcare professional, and her physician stated that the patient¿s right breast was hard. As a result, the patient underwent removal and replacement with a 375cc mentor memorygel breast implant (right catalog #: 3503754bc, right serial #: (B)(4) on (B)(6)2018.

Manufacturer narrative:
On (B)(6) 2020, it was found that the incorrect date of explantation and replacement devices were included on the initial report. The relevant fields have been updated. Manufacturer's reference number: (B)(4), the actual date of explanation was (B)(4) 2017. The replacement device is a 375cc mentor memorygel breast implant (catalog #: 3503754bc, right serial #: (B)(6).